Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported, however, it was further described as a nosocomial acquired peritonitis. Two days prior to the onset, the patient was hospitalized in the ICU (intensive care unit) for another indication. Pd therapy was ongoing while the patient was in the ICU. Two days after admission to the ICU, the patient's pd effluent was cloudy. Treatment was not reported. At the time of this report, the peritonitis was ongoing, however, the patient was reportedly in stable condition. No additional information is available. .